Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the reported event was due to the helix being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, failure to extend the lead helix was observed. It was mentioned that the issue happened before the lead was put inside the patient¿s body. The lead was not implanted and was replaced. The patient's condition was stable.